Event description:
On 2/25/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right femoral artery. The next day (2/26/1998) the pt was taken to surgery following an abrupt closure of the vessel. During surgery the angio-seal device was identified as the source of the occlusion. The device was removed and the vessel repaired. Following this event the physician speculated that the pt's vessel may have been small or that the anchor may have caught on plaque (which can result in collagen deployment in the artery). The pt tolerated the procedure well and was discharged home. As of 4/2/1998 there has been no further report of complication or pt sequelae made to the MFR.